Manufacturer narrative:
(B)(4). The insulin pump was received with high stop current due to faulty lcd driver. The insulin pump had cracked case at display window corner, battery tube threads,belt clip slot, minor scratched display window.

Event description:
The customer reported via phone call the insulin pump had a low battery alarm every 5 to 7 days . The customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.